Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh was informed about an incident which occurred with the involvement of one of arjohuntleigh dvt garments. The garment tubing which was located under patient's leg was alleged to have contributed to pressure ulcers on patient's heels. It was indicated that patient has developed bilateral stage 2 pressure ulcers. When reviewing similar reportable events, we have found a number of cases presenting scenarios of pressure points developed on patients skin with the use of dvt garments. The arjohuntleigh dvt prevention systems are clinically effective, non-invasive, mechanical prophylaxis systems designed to reduce the incidence of dvt during all types of major surgery. It is also suitable for other patient groups including neurology, critical care, general medical and obstetrics. The treatment with the use of arjohuntleigh systems needs to be combined with an individualized monitoring program. In accordance with the instruction for use of flowtron pumps (example of flowtron acs900 pump IFU - # 526933en): "garments should be positioned in such a way that they do not create any potential for constant pressure points on the patient's limb. If using apparatus with straps or securing devices, for example lithotomy stirrups, make sure that the tubing is not placed inside the strap next to the patient's skin and regularly check the patient's skin for signs of redness or pressure points". Proper garments application is an essential step of an effective therapy. Following further cautions provided to users: "the garment is most effective in preventing venous stasis when the garment air bladders are located in the posterior position. If air bladders cannot be placed at the posterior. The garment can be rotated around the calf to alternative positions all of which will still help to prevent venous stasis. Lower limb positioning in relation to the garment and tubing should also be considered particularly in a patient that is unconscious, cannot feel or has reduced sensation and/or ability to move their leg(s)." Patient's skin should be inspected frequently during every shift. Many patients are at risk for pressure ulcers on the heel. The use of the foot garments does not negate the necessity for heel protection and appropriate skin care. It was not possible to examine involved garments nor trace their manufacturing history, however, based on the collected information we come to conclude that the procedure of garment application and garment repositioning regimen may have contributed to the formation of pressure ulcer at patient's heels. It has been established that the system was being used for a patient therapy at the time of the event and has contributed to the outcome of the event. It is most likely that the system did not malfunction (it performed up to specification) when the event took place.

Manufacturer narrative:
This report is report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon the investigation conclusion.

Event description:
Arjohuntleigh was informed about an incident which occurred with the involvement of flowtron system - an unknown type of garment used with flowtron acs900 pump. It was reported that garment tubing which was located under patient's leg caused a pressure ulcers on the heels. The severity of received injury was not confirmed to date. Arjohuintleigh is currently in the process of gathering additional information.